Event description:
It was reported that the patient was experienced pain at the neurostimulator site. The neurostimulator and lead were to be explanted.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v686988, implanted: 2011-(B)(6), explanted: unk.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed that the device was functionally okay with insignificant anomalies. The ins case was dented and tool marks were present, possibly from explant damage. A system test of the ins to the cut end of the lead showed good output on all electrode pairs. Final analysis of the lead revealed that the lead body was cut through and the product was segmented. There was no significant anomaly. A system test of the ins to the cut end of the lead showed good output on all electrode pairs. A functional test of the distal segments of the lead showed acceptable continuity. There were no dry shorts.

Event description:
Follow up information received indicated that the date of onset of the patient's symptoms was (B)(6) 2012. Also, in addition to the pain at the device site, weight loss and a worsening of the patient's pre-existing condition contributed to the event. The implantable neurostimulator (ins) and lead component were successfully explanted and replaced on (B)(6) 2012. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 3889-28, lot# v686988, explanted: (B)(6) 2012, product type lead.